Event description:
Possible roller stall due to incorrect type of morphine. The pharmacist at the hospital did not change to appropriate morphine. The pump was explanted and replaced 2 days later. It was returned to manufacturer for analysis. A follow up report will be sent when additional information is available.